Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device did not function and would not cut at all. It was reported that there was no delay in the procedure due to the event and an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the cutter device did not function and the surgeon could not cut at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cutter was discolored to a brown color. It was determined that lack of proper irrigation by the user causes the cutter to overheat. The presence of discoloration on the cutter shaft typically indicates that overheating occurred during the procedure. It was further determined that overheating the cutter through lack of sufficient irrigation during the clinical procedure can directly lead to a dull cutter. The assignable root cause was determined to be component damage caused by user error, lack of proper irrigation. If additional information should become available, a supplemental medwatch report will be submitted accordingly.